Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the left ventricular lead became dislodged. There was no capture on any of the vectors. Lead revision was discussed for the end of the year. Patient was stable.